Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states the catheter was in place for approximately two months. During dialysis, the catheter adapter was found cracked and blood was oozing out. The catheter was pulled and replaced. The pt was hospitalized but there was no injury reported. The catheter is cleaned with (B)(6) brand iodine. There is no additional information available.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.